Event description:
This is a non-us event. The event occurred in (B)(6) with kotex natural balance product manufactured for (B)(4). The consumer stated that she opened her tampon and it contained a black spot.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. The consumer returned unused product on (B)(6) 2013. A preliminary investigation confirmed the presence of mold. A more detailed investigation is in progress.